Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states the customer took novorapid insulin based on a result of over 400 mg/dl obtained on the mobile system. Within 15 minutes he reported low blood glucose symptoms. The reported tested the customer on a non-roche device and obtained a result of 45 mg/dl. He was treated with "3 sugars" and low blood glucose symptoms improved slightly after he tested 120 mg/dl. An unknown time later the customer was still unwell, and was taken to the hospital. Medical treatment details are not known. Requested return of suspect device and replacement was sent.